Event description:
Customer's mother reported the my sentry monitor does not make noise anymore, it only clicks. Customer's mother increased the volume, and the clicks got louder. Mother unplugged and plugged the device back in, and it played the start up sound, but there was lots of static. Customer's mother was advised to monitor the issue and call back if it recurs. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.